Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Charging and rebooting the unit was performed and passed. Receiver functional test was performed and passed all relevant tests a review of the receiver share logs was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed as signal loss over an hour. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.